Manufacturer narrative:
(B)(4). Concomitant medical product: oss modular proximal tibia, catalog#: 150443, lot#: 811890. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2016-05279, 0001825034-2017-06752. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
During an orthopedic salvage system revision procedure, upon removal of the mating screw, the proximal tibial component and stem were unable to be disengaged.